Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds. It was decided to change the location. Without touching the deflection button, alignment with the retrieval head was attempted, but the right ventricular chamber was too narrow, so the attempt was abandoned. Recapture was performed in the right atrium using fishing. The range of motion during deflection was limited, so the leadless ipg was removed from the body, and tether lock released and flushing were performed, but the range of motion remained narrow, and no change was observed. Since the right ventricular chamber was narrow and the heart was upright, it was suspected stress may have been applied to the delivery system and deflection wire causing damage. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.